Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the pump was "malfunctioning" and thought it may be working intermittently, but also may be providing too much medication at times as the patient was having alternating overdose and underdose symptoms. He stated that they have had to give the patient narcan in some cases for the overdose symptoms. The healthcare provider (hcp) did not know if pump logs have been checked but said that clinically the symptoms would suggest the pump was malfunctioning and they would like to turn it off and manage her by alternate methods. The hcp did not have a pump a programmer and said he contacted the local rep for help, but they are unavailable this week. The hcp was redirected to a national answering service (nas) to have another local rep paged. 2024-10-07 pc (hcp): additional information was from a healthcare provider (hcp) indicated that the pump was replaced on (B)(6) 2024 since it was ¿malfunctioning.¿ action/intervention: the dosage was reduced, and the patient was given extra medication. Outcome: the patient was doing well after they were discharged from the hospital. It was unknow if the pump will be returning for analysis.